Manufacturer narrative:
After battery installation the insulin pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller; unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify blank display due to display anomaly. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and spring were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by reinserting the battery. Customer's blood glucose was unknown. Customer declined to return the product for analysis.